Event description:
The patient contacted animas on (B)(6) 2013 reporting that they were taken to the hospital with a blood glucose (bg) of 1040mg/dl. The patient stated she was treated with IV drip. The patient reported that she was in the ICU and unconscious for three days. The patient stated that she had arrhythmias, renal failure and underwent a cardiac catheterization which was negative for a stroke. The patient stated that the endocrinologist stated that the pump was not delivering and was immediately removed. The patient refused to troubleshoot and declined returning the pump. The patient stated that prior to discharge the patient was switched from drips to injections. The patient stated that they recently had a tummy tack and foot surgery. The patient stated their bg's have resolved and they is currently on alternative insulin delivery. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.